Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got critical pump error was displayed on screen as well as insulin pump was turns off. The customer¿s blood glucose level was 220 mg/dl. Troubleshooting was performed. The product will not be returned for the analysis.

Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. No blank display noted. Device was received with corroded battery tube. (B)(4).